Event description:
When the needle was inserted into a pt tibia, upon removing trocar, the hub detached, leaving the shaft of the needle in the pt leg. The shaft had to be removed using artery forceps.